Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pwd¿s mother called to report a high blood glucose event, with the pwd¿s glucose at approximately 303 mg/dl at the time. She stated that the infusion site adhesive had begun to lift, resulting in cannula dislodgement, and a bent cannula was identified. A 4-unit bolus had already been administered. There was no patient injury.